Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump pcb board had failed, so while the alarms were operating as expected, the pump was unable to alarm audibly. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump alarms did not sound. Mmdg did make multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [Complaint (B)(4)].